Event description:
It was reported that upon package opening, the urethral stent was found to be ruptured at one end and it was not used in the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed, the cause was unknown. The ureteral stent was returned without the original packaging. Visual evaluation noted a separation was present at the proximal pigtail. The separation on one side indented and the other side appears to be stretched; this is seen when the separation starts as a cut from a sharp object and then pulled apart. The suture porthole was observed to be separated down the tube to the end; this is generally seen when the suture is pulled away from the stent. The tip inner diameter measured and tube inner diameter at the separation measured were measured with a pin gauge and found to be 0.043" and 0.050", respectively, the outer diameter measured 0.0799" and 0.0807" using a laser micrometer; all measurements were found to be within specifications. A 0.038" guidewire passed through the body of the stent and the separated pigtail without resistance. Based on the evaluation findings a potential root cause for this event could be user error, however, not enough information is available to confirm this potential root cause or find a specific cause for the event. As no patient involvement was reported the device was not used, however, it is intended for treatment purposes. It is unknown if the sample had met relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that upon package opening, the urethral stent was found to be ruptured at one end and it was not used in the patient.